Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 72mm abdominal aortic aneurysm. The length of the aortic neck was 10mm. Vessel calcification and tortuosity were noted. It was reported during the index procedure that a type ia endoleak was observed during the final angiogram. The physician tried to place heli-fx endoanchors but due to the patients neck angulation they could not be properly implanted. Physician will review at 1 month follow-up and treat the endoleak if it persists. As per the physician the cause of type ia endoleak was due to the patients own anatomy as a result of angulation of the infrarenal neck. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak seen during the procedure was confirmed; however, the exact cause/source of the endoleak could not be fully determined from the films returned. Films showing the attempts to deploy the endoanchors were not provided, therefore the reported difficulty to position/implant could not be assessed. Lack of pre implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. A type ia endoleak seems likely from the limited image and possibly related to the patient's anatomy, but this could not be confirmed from returned film. It is possible that an acute type IV blush endoleak caused by fabric porosity was also present. Analysis of the returned film did not reveal any stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.